Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the endocutter would not open post firing. The handles were pried open. The stapler did not have to be cut off and no alteration to the procedure occurred. No patient consequence.